Manufacturer narrative:
N/a

Event description:
The following has been reported: customer reported: when pump is setup for IV, a pump problem error occurs. It has been cleaned, etc but still cannot get passed the error. Pump factory was reseted and reconnected to the network, but still experiencing the same issue. 9/17/2024 - update by customer ": it was on a patient getting a ns bolus. It did stop during the infusion. No patient harm was done." A preliminary review of the logs identified the following issue: unexpected stop during infusion an active infusion was unknown. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for sticky pins. Upon investigation it was observed that the fva pins still had some slight drag after the decontamination process. The device was able to pass a mock infusion without issue despite that slight drag. An internal investigation found there was some depositing of contamination on the fva pins. This contamination was cleaned and the pump passed another infusion. No other damage was identified.

Event description:
Per a log file review by fresenius kabi: it was found to be a mechanical hardware failure (av sticky valve) issue.

Manufacturer narrative:
Originally assessed as not reportable based on all known information. On (B)(6) 2024, additional information was received which allowed fresenius kabi to assess reportability.